Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the display screen was not readable. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan a replacement will be sent. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump received with cracked and bleeding lcd glass, cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, stained address/serial number label and minor scratches on display window noted.